Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 1.2 pockets failed, and device was not detected on bus. A field service engineer found auxiliary drawer 1.2 cubies in row d was not detected on bus. Further, the engineer powered down the station, opened back panel, reseated all drawer connections for auxiliary drawer 1, rebooted station and confirmed that the customer was able to recover failed drawer and all failed cubies to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.2 pockets failed, and device was not detected on bus. The customer tried to recover and restart the machine, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.